Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.00mm x 20mm maverick balloon catheter was advanced for dilatation. The balloon was initially inflated at 8 atmospheres for 5 seconds. However, during the second inflation at 12 atmospheres for 5 seconds, the balloon ruptured due to severe calcification. The device was completely removed from the patient and the procedure was not completed due to this event. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter. The balloon was loosely folded with blood in the balloon. Microscopic examination revealed that the balloon has a pinhole at the proximal markerband. There is no indication the device was inflated over the rated burst pressure. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.00mm x 20mm maverick²¿ balloon catheter was advanced for dilatation. The balloon was initially inflated at 8 atmospheres for 5 seconds. However, during the second inflation at 12 atmospheres for 5 seconds, the balloon ruptured due to severe calcification. The device was completely removed from the patient and the procedure was not completed due to this event. No patient complications were reported and the patient's status was good.